Manufacturer narrative:
(B)(4).

Event description:
Patient's mother contacted dexcom technical support on (B)(6) 2014 to report that on (B)(6) 2014, upon sensor pod removal, patient's mother was unable to locate sensor wire. Patient's mother inserted sensor in patient's back which is not an approved site. Patient's mother did not report any injury or medical intervention at the time of contact with dexcom technical support.